Event description:
It was reported to company rep that during treatment, when the device was fired, the suture and the dart went through the pt's tissue and came out of the body. The suture came out without the dart on the end of the suture. It is not known if the dart was left in the pt. No adverse outcome was reported.

Manufacturer narrative:
MFR will continue to monitor this issue through trending. The device was not returned for eval. No results are available at this time.